Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® plus plastic whole blood tube the customer states many tubes are cracked in shelf pack. There was no report of injury or medical intervention.

Manufacturer narrative:
The date received by manufacturer was reported incorrectly as 10/11/2107. The correct date is 10/11/2017.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cracked tubes with the incident lot was not observed as all product specifications were met. Based on evaluation of the customer samples, the customer¿s indicated failure mode for cracked tubes with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.